Event description:
As part of a legal discovery activity, on (B)(4) 2015, intuitive surgical, inc. (Isi) received information regarding a patient that was scheduled to undergo a da vinci bilateral salpingoophorectomy procedure. Isi was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department. The risk occurrence report indicated that the patient was scheduled to undergo a da vinci bilateral salpingoophorectomy procedure; however, during insertion of a trocar, the patient sustained a bowel injury, 0.5 cm in size. The patient underwent an exploratory laparotomy, and bowel repair procedure by the site's general surgeon. No additional information regarding the reported event was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of bladder injury sustained by the patient. Isi has made several attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained a bowel injury during insertion of a trocar. However, it is unknown if the device used was an isi device.